Manufacturer narrative:
H10: the actual device was not available; however, a photograph of the sample was provided for evaluation. A review of the photo did not show visual evidence of the reported problem. In the photo provided there is not enough information to duplicate the event or determine if the product failed or met specification. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a connection issue between the patient connector of a minicap extended life pd transfer set and the titanium adapter. This was observed prior to use of the device for peritoneal dialysis therapy. The titanium adapter remained in use. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
E1: initial reporter facility name, e1: initial reporter city. Should additional relevant information become available, a supplemental report will be submitted.